Event description:
It was reported that video system center had scope communication error b30 with no image. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.